Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of and a large ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. No information was provided regarding release date, however customer indicated no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended. Reportedly, customer reverted to manual injections for insulin therapy.